Manufacturer narrative:
The stylus issue was confirmed. It was also found that the stylus connector on the micro processor unit (mpu) board was loose. It was additionally noted that the latch on the power cord bay assembly was bent.

Event description:
It was reported that the programmer's stylus pen was unable to be calibrated. The programmer has been returned to service. No patient complications have been reported as a result of this event.